Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the "residual leak" identified after the second valve was implanted was mild pvl.

Event description:
It was reported that an initial transcatheter aortic valve implantation (tavi) procedure was performed using an evolut fx 29 mm valve, and the procedure was completed with the valve implanted in an optimal position without complications, improved hemodynamic status, and no evidence of paravalvular leak (pvl) on final aortography. The patient was discharged in stable condition. Approximately one month later, the patient presented with severe dyspnea and was readmitted to the hospital. Echocardiographic evaluation identified significant pvl. A repeat contrast-enhanced computed tomography scan demonstrated migration of the implanted transcatheter valve toward the left ventricle with the valve in a substantially deeper position relative to the aortic annulus compared with the initial implantation site. A redo valve-in-valve tavi procedure was performed using a new 29 mm valve, followed by post-implant balloon dilation with a non-medtronic 23 × 45 mm balloon. After the second valve implantation and post-implant balloon dilation, hemodynamic parameters improved significantly; however, the pvl did not completely resolve and residual leak persisted.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.